Event description:
The patient returned for his 6-month follow-up from his relaybranch compassionate use procedure. Patient overall appeared well but continued to report left shoulder pain since surgery that worsens with activity. The patient had a scan performed at an outside facility. The imaging showed a type a dissection with dilation of the ascending aorta to 5.9cm with distal migration of the proximal segment of the main body relaybranch graft. The time of occurrence for the dissection is unknown, and the patient continues to be asymptomatic. He denied any chest pain, shortness of breath, weakness, numbness, or loss of range of motion in his extremities. Patient outcome - "the patient was sent to the ER for a repeat CT scan to confirm the dissection. The patient then underwent open repair of his type a dissection on (B)(6) 2021. The procedure went well with no complications."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay branch thoracic stent-graft system. The relay branch device is not marketed in the us; however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us ((B)(4)). The relay branch related event occurred in the us. This relay branch device was used in compassionate use case (B)(4).

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay branch thoracic stent-graft system. The relay branch device is not marketed in the us; however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The relay branch related event occurred in the us. This relay branch device was used in compassionate use case (B)(4).

Event description:
The patient returned for his 6-month follow-up from his relaybranch compassionate use procedure. Patient overall appeared well but continued to report left shoulder pain since surgery that worsens with activity. The patient had a scan performed at an outside facility. The imaging showed a type a dissection with dilation of the ascending aorta to 5.9cm with distal migration of the proximal segment of the main body relaybranch graft. The time of occurrence for the dissection is unknown, and the patient continues to be asymptomatic. He denied any chest pain, shortness of breath, weakness, numbness, or loss of range of motion in his extremities. Patient outcome - "the patient was sent to the ER for a repeat CT scan to confirm the dissection. The patient then underwent open repair of his type a dissection on 12/22/2021. The procedure went well with no complications."